Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for an unrelated medical condition and the patient was diagnosed with peritonitis. It was reported the patient received inpatient treatment to rule out peritonitis. Physioneal and extraneal therapies were discontinued and the catheter was scheduled to be changed. At the time of this report, the patient had not recovered. No additional information is available.